Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer informed the technical service engineer (tse) that during patient console preparation, the system encountered error 23072 on arm 1. An emergency power off (epo) was performed, but the error persisted. The customer then disabled arm 1 and proceeded with the procedure using 3 arms. The customer contacted the tse at the end of the procedure, and the tse instructed the customer through troubleshooting. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: ports were not placed in the patient when the issue occurred. The issue was not resolved with troubleshooting. The decision was made to deactivate arm 1 in order to proceed with the surgery, which was already set to be performed using only three arms.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the set up joint (suj) 1 proximal harness. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a component failure of the suj proximal harness. The probable root cause of error 23072 is attributed to a sensor failure resulting in a difference between the primary and secondary setup joint (suj) readings that is larger than expected. The arm with the faulty suj sensor is placed in a locked state while the remaining arms on the system arm placed in a recoverable soft-lock mode. If this error cannot be cleared, then the user has the option to disable the affected arm and continue using the system in a reduced capacity.